Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing. It was noted that the sensing threshold had decreased since implant on the previous day. The rv lead remains in use. No patient complications have been reported as a result of this event.